Manufacturer narrative:
Date of event was approximated as event date was not reported.

Event description:
It was reported the stent prematurely deployed. A 6 x 150 x 130 innova vascular was selected for use. The innova stent started to deploy within the sheath. There were no patient complications reported.